Manufacturer narrative:
The pocket stimulation allegation was not confirmed. Resistances measure normal -- indicating conductors are intact. Hipot and pressure tests passed -- indicating internal and external insulation is intact. Noted lack of a setscrew mark on the terminal pin.

Event description:
This supplemental report is being filed due to the product investigation has been completed. Boston scientific received information that this left ventricular (lv) lead was explanted due to unknown product performance issue. Additional information indicated that this lv lead had caused diaphragmatic stimulation and was not able to program around it. The lead was removed and used a straight lv lead in another branch. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to unknown product performance issue. Additional information indicated that this lv lead had caused diaphragmatic stimulation and was not able to program around it. The lead was removed and used a straight lv lead in another branch. No additional adverse patient effects were reported.